Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a field representative was unable to interrogate this device and contacted boston scientific technical services (ts) for troubleshooting assistance. During troubleshooting, it was found that the device did not emit tones upon placement of a magnet. Ts advised that the device may not have enough battery capacity to guarantee therapy and recommended replacing the device. Additionally, it was noted that at the last follow-up (about eight months prior), the device displayed an estimated longevity remaining of 7 years. The patient was connected to an external heart monitor and found to have an intrinsic heart rate of 46 beats per minute (bpm). As the device was programmed to a lower rate limit of 60 bpm, pacing inhibition was confirmed and device replacement was planned. Additionally it was noted that the pacing rate was not as expected. The device was explanted. No additional adverse patient effects were reported.